Event description:
It was reported that, pre-operatively while docking the arm with the patient in the room, it threw a non-recoverable error. The arm was restarted but failed again upon reattempting to dock it. The surgery was converted to laparoscopic. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) correction: b5, d1, d10 h3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated the arm cart assembly experienced a non-recoverable error during docking. The logs were reviewed and multiple error codes were observed. An error code was triggered for when there is a robotic arm motor error state. An error code occurred that is associated with robotic arm brake state error. An error code occurred where there is an arm failure with possible motion - subsystem robotic assembly validation - redundant controller state check. An error code occurred that is associated with setup arm brake state invalid. All the components were inspected and the calibration values were adjusted in the field. Further evaluation of the logs indicated that the position button of the arm cart assembly was pressed and released in rapid succession. This lead to the robotic arm entering a hard stop and gave out a non-recoverable error. An error code was triggered that is associated with the arm failure, non-recoverable error and setup arm actual brake marked as invalid. Evaluation of the arm cart assembly confirmed the reported condition. The root cause of the observed errors was determined to be related to connectivity issues between the z-slide and instrument drive unit (idu). This is traced to device design such as small movements in the connector due to impact or an inadequate strain relief that cause the contacts to shift onto regions of the mating contacts that are contaminated with flux, which prevents electrical conductivity. Additionally, damage to the assembly fixture pin allowed too much interference between connector components, leading to connector damage and loss of connectivity. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a robotic laparoscopic right hemicolectomy procedure, with a patient in the room, the arm cart assembly threw a non-recoverable error while docking. The arm cart assembly was restarted but failed again upon reattempting to dock it. The surgery was converted to laparoscopic. There was no patient injury.